Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to an elevated blood glucose (bg) level and stomach pain. The customer's blood glucose level was high however no specific value was provided. The customer was also in diabetic ketoacidosis (dka). The customer delivered a bolus via the pump and a manual injection prior to receiving treatment however, the bg level did not lower. While in the ER the customer received insulin and fluids intravenously. The customer was subsequently hospitalized for further treatment of the dka. The customer's bg level was in the 100s (mg/dl) when admitted to the hospital. The cause of the elevated bg level was unknown. The customer confirmed they were released from the hospital however a date was not provided.